Event description:
Same case as MDR ID# 2134265-2015-01723. It was reported that guide wire removal difficulties were encountered. The chronic totally occluded stenosed target lesion was located in the mildly tortuous and moderate to severely calcified distal popliteal to tibial artery. A 200cm, 8cm v-18¿ control wire¿ and 3.0mm x 150mm x 90cm sterling¿ sl balloon catheter were advanced to the target lesion via sub-intimal approach. After the devices crossed, the physician tried to remove the guide wire and do a run to check the blood flow but found out that the guide wire was stuck inside the balloon and was difficult to remove. The physician then took out the guide wire and balloon together. The procedure was completed with another of the same v-18 wire and sterling balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag and loaded in foreign catheter. The unit returned has distal tip damage. Visual inspection was performed and the device returned was stuck inside a catheter, resistance was felt during withdrawing and residues of fluids were found. The device presents the distal tip is kinked. All the outer diameter (ods) and guidewire overall length taken were according specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01723. It was reported that guide wire removal difficulties were encountered. The chronic totally occluded stenosed target lesion was located in the mildly tortuous and moderate to severely calcified distal popliteal to tibial artery. A 200cm, 8cm v-18¿ control wire¿ and 3.0mm x 150mm x 90cm sterling¿ sl balloon catheter were advanced to the target lesion via sub-intimal approach. After the devices crossed, the physician tried to remove the guide wire and do a run to check the blood flow but found out that the guide wire was stuck inside the balloon and was difficult to remove. The physician then took out the guide wire and balloon together. The procedure was completed with another of the same v-18 wire and sterling balloon. No patient complications were reported and the patient's status was stable.